Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the distal circumflex with heavy tortuosity, heavy calcification and 100% stenosis. The proximal shaft of a 2.5x15 rx xience v stent delivery system was found to be severely kinked upon unpacking. The device was not used and there was no patient involvement. Pre-dilatation was performed with a 2.5x15 voyager balloon catheter and a 2.5x18 rx xience v sds was advanced without resistance and inflated; however, the balloon ruptured on the first inflation at 10 atmospheres. Reportedly, the stent implant itself was deployed and the sds was withdrawn without resistance. Intravascular ultrasound was performed and confirmed that the stent was not completely apposed to the vessel wall. Post-dilatation of the implanted stent was performed using the same 2.5x15 voyager balloon catheter that was used for pre-dilatation. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: balance middleweight universal ii; guide catheter: launcher. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.